Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a rash for a couple of months. Tried ointments but it would not help. The rash was specifically at the trach area and was confirmed as contact dermatitis (rash is an angry red like a heat rash. No blisters). It was stated that the patient switched from white hub to clear hub and had an allergy since. The patient is ok but continues to get rashes localized to the trach site that caused discomfort.